Event description:
A customer reported a leak on the left side of coulter lh750 hematology analyzer. The customer was wearing personal protective equipment consisting of goggles, a lab coat and gloves. There was no exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the facility. No patient result was affected by this event.

Manufacturer narrative:
Service was dispatched for this event and the field service engineer (fse) found a leak caused by a hole through the tubing through vl115. The fse replaced the tubing and verified the repairs per the established procedures. The tubing through vl115 carries blood, diluent or coulter clenz (cleaning reagent). The root cause for the leak was the hole on the tubing through vl115. (B)(4).